Event description:
A report was received that a patient has soreness around the pocket site. The patient was prescribed voltaren gel for the pocket site, which did not help the soreness. The physician evaluated the patient and precision system and determined that everything is functioning correctly. No further action will be taken with this patient.

Manufacturer narrative:
This is the final report.